Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08jan2019. (B)(4). The philips service engineer (se) inspected the device. The se found that the display brightness would auto adjust to the minimum value. However, the display was still readable. The se replaced the user interface printed circuit board assembly (pcba) and the ventilator passed all testing.

Event description:
It was reported by the international customer that the ventilator display auto dims. There was no patient involvement. The event date was not specified; estimate used.